Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition testing. Upon investigation, the pin connecting the rear pulse wires inside the trunk cable connector was physically damaged, which prevented the electrode belt from mating with a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.